Event description:
There was an allegation of questionable elecsys ferritin results with one patient sample tested on a cobas e 411 analyzer (rack system). The initial result was >2000 g/l. The repeat result was <25 g/l (diluted 1:50). The repeat result at another lab was 4943 g/l. This result was deemed correct. No erroneous results were reported outside the lab.

Manufacturer narrative:
The reagent lot number was requested but not provided. The investigation is ongoing.

Manufacturer narrative:
A field service engineer and application specialist went onsite and identified the incorrect adjustment of the sample/reagent probe as the most likely root cause for the event. The fse adjusted the sample/reagent probe and confirmed that the analyzer is working according to specification. The investigation was not able to determine a root cause. However, the failure mode indicates a missing analyte during the reaction. The investigation determined that the service actions resolved the issue.